Event description:
The report stated that during a tonsillectomy + adnoidnectomy procedure, a burn to lip occurred which was reported as at least 2nd degree and will require plastic surgery. The electrosurgical pencil was used in coag set at 25 (0 cut) and used on a non-valleylab electrosurgical generator. The burn occurred while pencil tip was inside mouth at the juncture, where a non-valleylab electrode and the pencil met and was against lip. The site is having a 3rd party evaluate the device.

Manufacturer narrative:
Date of initial report: 9/18/2007.